Event description:
It was reported that a patient underwent a battery and extension replacement. Following the procedure, the patient was "not doing well," and an impedance difference was noted. As a result, the deep brain stimulation was not being used due to the issue. Additional information was provided by the manufacturer representative (rep) stating that the information originally provided is incorrect. The impedances before the extension/battery replacement in atlanta, georgia were already out of range. There were no changes in impedances before and after the extension/battery extension procedure. Rep confirmed the device is operating as it should and is implanted and in use. Rep noted the healthcare provider (hcp) requested a phone call to briefly discuss about the patient's situation. Additional information was reported by the rep confirming the phone call request has been taken care of and if there are further issues, they will report back.

Manufacturer narrative:
Continuation of d10: product ID 748240, lot# serial# (B)(6), implanted: (B)(6) 2002, explanted: (B)(6) 2024, product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 748240, serial/lot #: (B)(6), ubd: 24-sep-2006, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.